Event description:
The report stated, that during a laparoscopically assisted distal gastrectomy, the ligasure atlas handpiece did not seal properly. There was an end tone confirmed at the end of the sealing cycle. The surgeon used another ligasure atlas to complete the surgery.

Manufacturer narrative:
Date of initial report: november 14, 2007. The incident device has been received and is currently under evaluation. A follow-up report will be issued once the evaluation is complete.